Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 8. Strip code: 10. Strip storage: unk. Symptoms: dizzy. A pt reported they were hospitalized. Their meter allegedly was inaccurately erratic. The result on their meter were 538, 487, 39, and 41 (no units). The result on the hospital meter was unk. The time difference between pt's meter and hospital was unk. Treatment was unk. Pt went to the hospital because the pt had not taken insulin for 2 days. No further info has been reported.